Manufacturer narrative:
Correction information. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: customer reported no video/error msg, scope not conn. The customer stated the user experienced error message #5 - no video. The customer also stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay or medical intervention reported. However, there was no repair data that could determine the cause so we didn't know what was causing it.

Manufacturer narrative:
The device was returned to pentax for further evaluation on service order 3137117 and is currently pending further evaluation. On (B)(6) 2021, a device history record (DHR) review for model ec-3890li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 24nov2010 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec-3890li. In the event reported, the user states there was no video/error msg, scope not conn. The customer stated the user experienced error message #5 - no video. The customer also stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay or medical intervention reported.. The timing is in the procedure room during use. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.